Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient developed an infection and subsequent skin breakdown over the implant site. The device was explanted on (B)(6), 2011. Reimplantation is planned but has not taken place at the time of this report (B)(6), 2011.